Manufacturer narrative:
A visual examination of the returned device found kinking and tearing on the blue sheath. Additionally tearing and peeling were observed on the white heat shrink. The device was observed to be stuck in the partially closed position. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the sheath to tear and subsequently interfere with the coil function. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureter stone removal procedure. According to the complainant, during the procedure, the coil was not able to be retracted at all. No damage was noted on the device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. It could not be obtained how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; sheath torn.